Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was unresponsive and could not be unlocked despite multiple attempts with different users and clean conditions, while other buttons functioned; a replacement was arranged and the user was advised that the device would no longer be water resistant and to maintain backup therapy. Symptoms included no reported adverse clinical signs. Outcomes included no alarms, no hospitalization, and continued cgm data availability with instructions to sync therapy data before return. Investigation included review of the complaint details and device history available through customer reports and shipping verification. Investigation of this case revealed a suspected touchscreen or user interface malfunction consistent with a screen input failure, with no evidence of external damage. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen subsystem of unknown specific root cause.